Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral side. The 99% stenosed focal target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 5.0mmx20mmx135cm sterling¿ balloon catheter was used for predilation. The balloon was first inflated for 5 seconds at 8 atmospheres however it ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 5mm x 2cm non bsc balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).